Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier did not close the clips properly and the clips reopened. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) facility in february of 2015 as part of a (B)(4) lot. The returned instrument was evaluated and found that the jaws are loose and misaligned to each other in the closed position thus validating the alleged complaint. Further evaluation revealed that the luer flush port has been damaged and removed and re-installed causing the gap between the jaws to be undersized and out of spec. In the open position. Parts were 100% visually inspected and function tested at the (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine at this time what caused the jaws to come loose and misaligned with each other in the closed position and the luer flush port to become damaged, but mishandling at the customers site is suspected. No corrective action required.

Event description:
The applier did not close the clips properly and the clips reopened. The patient's condition was reported as unknown.